Manufacturer narrative:
Claim# (B)(4). Secondary surgical intervention was performed.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. In a separate visit the lens was exchanged for a lens of same length but different model. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found residue and debris on lens with no visual damage. Dimensional inspection found the returned lens to meet original values measured at the time of manufacturing.

Manufacturer narrative:
H4 - manufacture date: 15-oct-2020. H6 - 4110 work order search. H1 - work order search found no similar complaints. Claim (B)(4).